Manufacturer narrative:
AN EVALUATION IS IN PROCESS. A FOLLOW-UP REPORT WILL BE SUBMITTED WHEN THE EVALUATION IS COMPLETE. SECTION A PATIENT INFORMATION: REFER TO SECTION B5 FOR COMPLETE PATIENT INFORMATION.

Event description:
THE CUSTOMER REPORTED THAT ALINITY C PROCESSING MODULE WAS GENERATING ERROR MESSAGES INCLUDING ERROR CODE 3062 ¿ RESIDUAL LIQUID DETECTED IN CUVETTES. THE CUSTOMER ALSO REPORTED DISCREPANT RESULTS WERE BEING GENERATED. THE CUSTOMER PROVIDED THE FOLLOWING DATA, WHICH OCCURRED ON (B)(6) 2026: SODIUM RESULTS WERE >200 MMOL/L AND UPON REPEAT, THE RESULTS RETURNED TO WITHIN NORMAL LIMITS. THE CUSTOMER PROVIDED THE FOLLOWING SAMPLE ID'S: SAMPLE ID (B)(6) ¿ FEMALE, AGE 61, SAMPLE ID (B)(6) ¿ MALE, AGE 64, SAMPLE ID (B)(6) ¿ MALE, AGE 77, SAMPLE ID (B)(6) ¿ MALE, AGE 56, SAMPLE ID (B)(6) ¿ MALE, AGE 53, SAMPLE ID (B)(6) ¿ FEMALE, AGE 71, SAMPLE ID (B)(6)¿ FEMALE, AGE 10, SAMPLE ID (B)(6) ¿ MALE, AGE 70, SAMPLE ID (B)(6) ¿ MALE, AGE 80, SAMPLE ID (B)(6) ¿ FEMALE, AGE 65, SAMPLE ID (B)(6) ¿ FEMALE, AGE 79, SAMPLE ID (B)(6) ¿ FEMALE, AGE 35, SAMPLE ID (B)(6) ¿ FEMALE, AGE 39, SAMPLE ID (B)(6) ¿ MALE, AGE 70. THE CUSTOMER FURTHER PROVIDED ADDITIONAL PATIENT RESULT DETAILS: SAMPLE ID: (B)(6) TOTAL BILIRUBIN INITIAL RESULT WAS 19.4 MOL/L AND REPEAT RESULT WAS 52.2 MOL/L. POTASSIUM INITIAL RESULT WAS 6.6 MMOL/L AND REPEAT RESULT WAS 5.9 MMOL/L. SAMPLE ID: (B)(6) TOTAL BILIRUBIN INITIAL RESULT WAS < 3.4 MOL/L AND REPEAT RESULT WAS 4.5 MOL/L. POTASSIUM RESULTS WERE >10 MMOL/L, 6.7 MMOL/L, 6.7 MMOL/L 4.6 MMOL/L, AND 4.6 MMOL/L. SAMPLE ID: (B)(6) SODIUM INITIAL RESULT WAS > 200 MMOL/L AND REPEAT RESULTS WERE 138 MMOL/L & 143 MMOL/L TOTAL BILIRUBIN INITIAL RESULT WAS < 3.4 MOL/L AND REPEAT RESULT WAS 6.7 MOL/L. POTASSIUM RESULT WAS > 10 MMOL/L AND REPEAT RESULTS WERE 5.2 MMOL/L & 4.6 MMOL/L. SAMPLE ID (B)(6) SODIUM INITIAL RESULT WAS > 200 MMOL/L AND REPEAT RESULT WAS 145 MMOL/L. TOTAL BILIRUBIN INITIAL RESULT WAS 22.2 MOL/L AND REPEAT RESULT WAS 8.6 MOL/L. CREATININE INITIAL RESULT WAS 325 MOL/L AND REPEAT RESULT WAS 55 MOL/L. SAMPLE ID (B)(6) SODIUM INITIAL RESULT WAS > 200 MMOL/L AND REPEAT RESULTS WERE 143 MMOL/L AND 144 MMOL/L. THERE WAS NO REPORTED IMPACT TO PATIENT MANAGEMENT.

Event description:
The customer reported that Alinity c Processing Module was generating error messages including Error Code 3062 ¿ Residual liquid detected in cuvettes. The customer also reported discrepant results were being generated.The customer provided the following data, which occurred on (b)(6) 2026:Sodium results were >200 mmol/L and upon repeat, the results returned to within normal limits.The customer provided the following sample ID's: Sample ID (b)(6) ¿ Female, age 61.Sample ID (b)(6) ¿ Male, age 64.Sample ID (b)(6) ¿ Male, age 77.Sample ID (b)(6)¿ Male, age 56.Sample ID (b)(6)¿ Male, age 53.Sample ID (b)(6) ¿ Female, age 71.Sample ID (b)(6) ¿ Female, age 10.Sample ID (b)(6) ¿ Male, age 70.Sample ID (b)(6) ¿ Male, age 80.Sample ID (b)(6) ¿ Female, age 65.Sample ID (b)(6) ¿ Female, age 79.Sample ID (b)(6) ¿ Female, age 35.Sample ID (b)(6) ¿ Female, age 39.Sample ID (b)(6) ¿ Male, age 70.The customer further provided additional patient result details:Sample ID: (b)(6)Total Bilirubin initial result was 19.4 µmol/L and repeat result was 52.2 µmol/L.Potassium initial result was 6.6 mmol/L and repeat result was 5.9 mmol/L.Sample ID: (b)(6)Total Bilirubin initial result was < 3.4 µmol/L and repeat result was 4.5 µmol/L.Potassium results were >10 mmol/L, 6.7 mmol/L, 6.7 mmol/L 4.6 mmol/L, and 4.6 mmol/L.Sample ID: (b)(6)Sodium initial result was > 200 mmol/L and repeat results were 138 mmol/L & 143 mmol/LTotal Bilirubin initial result was < 3.4 µmol/L and repeat result was 6.7 µmol/L.Potassium result was > 10 mmol/L and repeat results were 5.2 mmol/L & 4.6 mmol/L.Sample ID (b)(6)Sodium initial result was > 200 mmol/L and repeat result was 145 mmol/L.Total Bilirubin initial result was 22.2 µmol/L and repeat result was 8.6 µmol/L.Creatinine initial result was 325 µmol/L and repeat result was 55 µmol/L.Sample ID (b)(6)Sodium initial result was > 200 mmol/L and repeat results were 143 mmol/L and 144 mmol/L. There was no reported impact to patient management.

Manufacturer narrative:
When troubleshooting the issue, Service discovered that Nozzle 1 of the Cuvette Wash was dirty/contaminated. The Cuvette Wash Nozzle was cleaned and deemed the cause for the discrepant results. The Module function was verified with a control run.The instrument service history for the (b)(6)revealed no additional tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue.A review of trending data associated with the Cuvette Wash Nozzle did not identify any trend. Additionally, a review of complaint and trending data for the Alinity c Processing Module did not identify any trend with regards to the current issue.Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue.Labeling was reviewed and found to be adequate.Based on the investigation and information within the complaint record, the Cuvette Wash Nozzle is performing as intended. No systemic issue or deficiency of the Alinity c Processing Module, serial (b)(6), or the Cuvette Wash Nozzle, were identified.